Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, no symptoms were reported, but when a fingerstick was taken the cgm was reading 40 mg/dl, and the blood glucose reading was 1500 mg/dl. It was confirmed that the blood glucose reading was correct, as reported. It was unknown who took the blood glucose reading, and at what time. No further information was available regarding the event, and it was unknown if the patient went to the hospital. There was no documentation of further medical intervention. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.